Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Device did not cause or contribute to the event as it was not implanted. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#:141314; biomet finned pri stem 40mm lot#:761940. Item#:141355 ;rgx 3 peg ser a patella 28mm lot#:006170. Item#:141271; bmet regenx pri tib tray 63mm cocr 63mm lot#:030910. Item#:ep-183626; e1 vngd ps tib brg 63/67x16 x 16 lot#:984900. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03093. 0001825034 - 2020 - 03092. 0001825034 - 2020 - 03091. 0001825034 - 2020 - 03090.

Event description:
Patient¿s legal counsel reported patient underwent left knee arthroplasty four years ago. Legal counsel further reports patient underwent a revision procedure six months ago for unknown reasons.